Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument was observed to have melted plastic between the jaws and the pulley section. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no arcing was observed during the last procedure in which the instrument was used. Additionally, there was no patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the provided video was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the video shows fenestrated bipolar forceps with thermal damage between the grips, as per squared image.